Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure, the diagnosis and indication for the index surgical procedure? Patient pre-existing medical conditions / patient history/ medications please provide the official cause of death if an autopsy has been performed or planned, may we have a copy of the autopsy report when it¿s available? May we have a copy of the operative report procedure: initial procedure date. Please provide a description and timeline of the events. Was the surgery urgent or elective? Were there any concomitant procedures performed? What tissue location of the placement of chromic gut suture? How was suture initially placed (interrupted or continuous)? How the suture was initially tied ( square knot or multiple knots one end)? Was the anastomosis completed successfully? Was there suture breakage to cause aponeurosis open? Can you describe the tissue condition when the suture was placed? (I.e., normal or thin, calcified, fragile, diseased)? Where was the patient sent for recovery immediately after the surgery? Was there any post op triggering event or precipitating stress factors ? Please describe suture condition post op? Was any suture breakage observed or tissue pulled away from the suture line? According to the operating surgeon, what were the cause and contributing factors for the patient death? Any additional information product: will the actual product used in the surgery be returned for analysis? Will any un-opened sutures from the same lot be returned for evaluation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation/autopsy?

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2016 and the suture was used. In the day after bleeding started, the patient was taken to the surgical center and aponeurosis was found opened. It was also reported that used threads in the procedure was very fragile, and it was identified during the hysterorrhaphy and even before its using. The dehiscence was also observed and, as reported, it is rare because this situation does not depend only on the suture, in a period of fifteen days. The physician opined that fragility of the thread could cause a dehiscence process in the patient followed by death. Additional information has been requested.